Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient fell about a year ago resulting in discomfort at the ipg site. As a result, the patient underwent surgical intervention to have their ipg pocket revised and ipg electively replaced. Therapy has resumed post op.